Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer stated that the device has a speaker malfunction. There was no patient impact reported.